Event description:
Essure was implanted (B)(6) 2013. The procedure went well. The following two days were also incident free. The third day however, the pt described feeling a cramping sensation directly where the essure devices were implanted. This cramping never subsided nor was it easily treated with over the counter pain medication. The pt returned to her implanting doctor twice before the 3 month hsg test and reported more pain in the lower back. Removal is required for relief of symptoms. Reason for use: permanent sterilization.